Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, when the device was handed over to the surgeon for insertion, the upper part of the trocar broke. A new trocar was used to resolve the issue. There was no patient injury.